Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the peritoneal dialysis registered nurse stated that they had left the patient¿s room with the unused lines clamped. When she returned, the lines were open and the cycler was alarming with an m31 air detected in cassette warning during drain five of seven of the patient¿s therapy. The patient had drained 1424ml of an expected 2500ml at the time of the alarm. Upon removing the supplies, it was noted that the cassette was damaged and that fluid was leaking inside the cycler. The patient's identity was not provided and follow up attempts with the patient¿s peritoneal dialysis registered nurse were unsuccessful in obtaining additional information. At this point in time, there has been no report of patient injury or medical intervention required as a result of the reported leak. It is unknown if the patient completed treatment following the leak. A replacement cycler was scheduled to be delivered to the patient. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.